Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary procedure which was delayed for almost 20 minutes and the treatment was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex monitor was locked up and the system would not boot past 0:00. The fse examined the flexvision monitor and found that the flexvision monitor in exam room showed the windows blue screen and would not initialize the application. The fse determined that the reported problem was due to faulty flexvision pc and hard drive. As a part of repair activity, the fse replaced the flexvision pc and hard disk drive (hdd). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision locked up and the system would not start up at 00:00. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and the hard disk. The device was returned to expected functionality.